Event description:
It was reported that externalized conductors were observed during a device exchange. The patient had previous unreported episodes of sensing and pacing problem on the lead. The patient was asymptomatic. The lead remains implanted, and connected to the new device. The patient was stable post procedure.

Manufacturer narrative:
(B)(4)